Event description:
The devices were used in a right hemicolectomy. During the procedure, a tlc55 with two tcr55 reloads lot number j4527g and a tx60b were used for the anastomosis. Pt was readmitted four days later 12/10/96, for three or four units of blood. Pt is doing fine at this time. 12/12/96 1155 - surgeon called and said he was doing a non complicated hemicolectomy on a 70 year old male. He stapled the ileus to the colon with the linear cutter and then closed the bowel with the linear stapler. After closing the anastomosis, surgeon checked the staple lines and there was no blood seen and the staple lines looked fine. Two days post-op, the pt developed a gi bleed and was admitted to the ICU. Along with anemia, pt experienced arrhythmias. Pt was transfused with three units of blood and spent two days in the ICU. He was being sent home today, 12/12/96.

Manufacturer narrative:
D6: device returned with no lot # info. Conclusion: ab) based upon the inquiry info received and the visual examination, it was concluded that the instrument was conforming and within design specs. The instrument was received in good physical condition and was examined and was found to be functional and within design specs. Comments: ab) each instrument is evaluated during the assembly process to ensure that if functions properly. The diameter of the shaft has been modified to accomodate the new olympus 5.4 mm scope.